Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported guidewire abnormalities are found. No other information was provided. Additional information 05/03/2024: customer complained that the guidewire had been contaminated, and that the front end of the guidewire was incomplete and could not complete the step of delivering the guidewire.